Event description:
(B) (6) underwent a aortic valve replacement with a 27 mm medtronic mosaic aortic porcine bioprosthesis, coronary artery bypass grafting -x2- with lima to lad and a reversed autologous saphenous vein graft to right coronary artery and an ascending aortic replacement with a 30 mm intervascular dacron graft on (B) (6) 2009. This procedure was performed for treatment of severe, symptomatic native aortic valve stenosis, 2 vessel coronary artery disease and an associated ascending aortic aneurysm. (B) (6) recovered uneventfully, was discharged home on the 7th post-operative day and (B) (6) was seen in follow-up and returned to physical activity without problems. In (B) (6) 2009, he experienced shortness of breath that limited his walking and noted "return of similar symptoms before his aortic valve was replaced". He was evaluated at this hospital and treated for congestive heart failure. A transthoracic echocardiogram obtained at this time showed mildly reduced left ventricular function. However, the velocity across his prosthetic aortic valve now was 4.7 m/sec - corresponding to a peak gradient of 90 mm hg - rendering (B) (6) with severe aortic stenosis. Subsequent workup with transesophageal echocardiography and repeat left heart catheterization confirmed a pressure gradient across his bioprosthetic aortic valve of 94 mm hg peak and 74 mm hg mean. These data were consistent with severe bioprosthetic aortic valve stenosis. Because of his symptoms, and these very abnormally elevated pressure gradients across his bioprosthetic valve, ls underwent replacement of his bioprosthetic aortic valve on (B) (6) 2009. His bioprosthetic valve was observed to be covered with an extensive fibrous reaction on the aortic side of the leaflets. This fibrous material essentially fused the noncoronary cusp of his aortic valve and limited the motion of the right coronary leaflet. His bioprosthetic valve was replaced with a (B) (4) 23 mm regent mechanical valve and he recovered uneventfully from this reoperation to replace his malfunctioning aortic bioprosthetic valve. Dates of use: (B) (6) 2009. Diagnosis or reason for use: severe aortic stenosis.